Event description:
Vent flashed zeros on all readings, then blacked out for 5 seconds, then came back with zeros for another 10 seconds and then came back with settings intact. Vent removed from service pending check by rep.